Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. Device returned with stent protector and mandrel attached. Stent protector removed distally without issue. A visual examination of the stent found signs of stent damage. Stent struts on the distal to mid stent strut rows were noted to be stretched in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 23feb2020. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.5x15mm non-bsc balloon catheter, a 3.50 x 32 synergy drug-eluting stent was advanced but it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damaged.